Event description:
In this case it is reported that a waveone gold reciprocating file primary 25 mm broke during use. Doctor did not provide any other details. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Product discarded and no lot number provided. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.